Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection, the luer is observed to be damaged, verifying the reported incident. A device history review was performed for reported lot 2208069, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage or other defects within the luers were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
There was defect in one of the 50ml syringes. The luer area was split and protruding so was unable to be used.

Event description:
There was defect in one of the 50ml syringes. The luer area was split and protruding so was unable to be used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.